Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was broken in two pieces and there was no light exiting the connector face and that indicates a connector fracture, therefore the reported event was confirmed. The fiber body break could be due to the handling of the device during set-up and use. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Additionally, the use of the fiber with the internal fracture and the interaction with the console could lead to an overheating of the connector that could cause the connector to separate from the fiber. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a transurethral urinary tract stone removal procedure for urinary tract stone, it was identified that the fiber was damaged in the hand base side. After checking the device, it was found that the end of fiber connector was separated, the green jacket of the fiber was burnt by about 1 cm and the ball tip was still remained in the end of the other side of the fiber. It was suspected that the fiber got damaged after laser irradiation. The procedure was completed with another fiber without patient complications. After the fiber was analyzed, it was found that it was broken in two pieces and that the connector had an internal fracture.